Event description:
It was reported that the device was over-sensing post-paced t-waves. Reprogramming was recommended to decrease ventricular sensitivity. Patient was asymptomatic. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.